Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number qmmkjp, and no non-conformances related to the reported complaint condition were identified to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how was the procedure completed? With similar suture. Event date? (B)(6) 2021. Procedure name? N/a.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke off from swage after first pass. Another like device was used. There were no adverse patient consequences reported. No additional information was provided.